Manufacturer narrative:
Result of investigation: the conducted investigations did not reveal a root cause related to the labelling, the device or its history. The most probable root cause is a component failure (fpga defect). This is a communication error between the fpga circuit and the main processor on the mainboard. All production related quality checks were passed, and no non-conformities were identified in the devices manufacturing records. The labelling was found to contain adequate instructions and warnings. The complaint history did not reveal any pickup in similar complaints; no trend was identified. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that it turns on but no picture or menu displays - black screen. No negative impact in state of health reported.